Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 5 failed to open. A field service engineer checked and cleared the loose medications from the back of the drawer 5 and confirmed that the issue had been resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the entire matrix drawer failed to open. This incident caused a delay in patient care of approximately 1.5 hours while issuing critical medications such as magnesium and potassium chloride and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.